Event description:
It was reported by service report that the bed had no power.

Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report # 1831750-2012-12952.

Event description:
It was reported by service report that the bed had no power.